Event description:
The customer reported being hospitalized due to diabetes ketoacidosis. The blood glucose reading was 322 mg/dl. The customer stated that he believes that the issue is not the insulin pump, but it is with the basal rates and the levemir that he took. The customer stated that he took a bolus during the meal time and he could not lower his glucose level of 444 mg/dl. The customer requested a replacement of the insulin pump. No further info was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. The device was programmed with a 2.0 u/hr basal rate and monitored. The basal rate profile delivered completely. After testing, it was concluded that the device operated within specifications.